Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was no visible damage to the keypad. Evaluation revealed that there was contamination under all contact buttons. Evaluation revealed no auditory sound during start up. All auditory alarm settings were set to 'high' setting and tested. No sound during testing. Removed cover and adjusted the height of the piezo contact pins. Investigators replaced cover and re-started pump. Auditory tones returned and re-established the electrical connection of the contact pins to the piezo.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up and down arrow buttons were sticking and required multiple presses to elicit a response. The reporter confirmed that there was no damage to the keypad and no moisture exposure to the pump. The patient reportedly wore the pump in a pocket and cleans the pump with a cloth and or a q-tip. There is no reported adverse event with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.